Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, event #1 concerning the cloudiness could not be removed by feeding air/ water. We could not conclusively specify the root cause of the suggested event. Based on the results of the investigation, a definitive root cause cannot be identified. Event #2 concerning the foreign material adhered inside the air/water channel, event #3 concerning the foreign material on the surface of the objective lens, and event #4 concerning the powder-like foreign material adhered to the distal end, as a result of component analysis, the foreign material was a mixture of silicate and organic silicone (antifoam agent, etc.). Results of comparative analysis confirmed that it was highly likely dimethicone was used at the facility, and it was not cleaned. Silicates and organic silicones are not components derived from the endoscope but from the medical solution. It was considered that the factors contributing to foreign material adhesion include insufficient pre-rinsing and rinsing and insufficient drying due to the valve not being removed when the endoscope was stored. The customer provided cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿please handle the device in accordance with IFU on a regular basis continuously. Based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be a mixture of agent-derived silicic acid and silicone, possibly containing the defoaming agent (dimethicone) as well. The water ingress event is presumed to have been caused by the check valve being closed due to the foreign matter becoming stuck, causing flooding. The cracks in the scope connector are presumed to be due to the effects of chemical substances resulting from incorrect dilution concentration or immersion time of the chemical and incomplete rinsing. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited powder-like foreign matter attached to the tip, and foreign matter adhered to the objective lens surface and the air/water nozzle pipe line. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign matter on the tip, objective lens surface, and the air/water nozzle pipe, the evaluation found non-reportable device malfunctions/conditions. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer suspected that the foreign matter is dimethicone (mucous remover). During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.